Manufacturer narrative:
Device evaluation: h3: findings/root cause: the reported complaint was not confirmed or duplicated. The uut was tested and was found to be functioning as intended.

Manufacturer narrative:
Vyaire medical file identification: com (B)(4). Complete UDI# was not provided by end user. 81 other - at this time, the suspect device has not been returned for evaluation. There was no involvement harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv was sent in for repair due to the insp/exp hold button not working. There was no patient involvement reported.